Manufacturer narrative:
Info forwarded to mfg plant. Results of investigation pending. Follow up report will be done.

Event description:
A trauma tech in the ER has been having symptoms for over a year, but just recently informed cardinal health. His symptoms are hand dryness/cracking/itching. He states, skin breakage is from his scratching . He saw a dermatologist over a year ago. No testing was done, and no medications were prescribed. He states, he was told that he had dermatitis. He has tried a&d ointment. He states, that symptoms are not immediate, but occur over time/usage.